Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach and was detecting noise which inhibited pacing. The rv was capped and replaced. No patient complications have been reported as a result of this event.